Event description:
It was reported that loss of capture was noted shortly after the implantation. The lead was successfully repositioned.

Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.